Manufacturer narrative:
On (B)(6) 2017: tandem quality engineer evaluated pump data and concluded the following: there is no indication that the insulin pump caused low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated that the pump was delivering too much insulin even when a bolus was not requested. Reportedly, the customer stated the pump was noisy. The customer's blood glucose (bg) level was 80 mg/dl, however stated that bg levels decreased lower that should have with the amount of insulin that was given.